Manufacturer narrative:
Locked down smartphone: lockdown omnipod software app version: 3.0.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported that they experienced several dexcom g7 inaccuracies while using omnipod 5 in automated mode, leading to incorrect insulin delivery and hospitalization. The mother reported the issue and is concerned about having enough insulin and pods. The agent made three outreach attempts but received no response, leaving voicemails with return contact information.